Event description:
It was reported that the right ventricular (rv) lead had increasing thresholds over the last few years. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5568-53, lead, (B)(6) 1998. (B)(4).